Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.7 miu/ml and was reported outside the laboratory. The physician's office called and questioned the result. The sample was repeated the same day and the result was 507.6 miu/ml. The sample was repeated on (B)(6) 2012, and the result was 502.2 miu/ml. The patient was not adversely affected because the doctor questioned the result and the patient was not treated based on the result. The repeat result was considered to be correct. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative was unable to determine a cause and could not duplicate the problem. He performed instrument checkout and verified performance testing results were within specifications.